Event description:
The customer reported that the device did not read the co2 during an event. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.